Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure, resistance was met while advancing the stent delivery system. The delivery system was forced against resistance, which is contrary to instructions for use. The stent was successfully deployed but showed evidence that suggested possible partial deployment. Another company's stent successfully treated the suspect area and completed the procedure.